Event description:
It was reported that the atrial lead was fractured. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5024m-58 lead, implanted: (B)(6) 1995. (B)(4). Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo, the proximal conductor of the lead developed a fracture due to flexing while in vivo, and the inner insulation had a depression breach; proximal segment returned and analyzed.